Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during a procedure (procedure date, procedure name, and patient age, gender, and weight are unknown). According to the complaint, during the procedure, the balloon would not deflate. The balloon was able to be completely removed from the patient anatomy, however the device could not be withdrawn from the scope. The physician removed the scope from the patient and cut the balloon off outside the patient, as directed by the direction for use (dfu). It was confirmed no visible issues were noted to the device. The physician reinserted the scope and completed the procedure with another of the same device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.